Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) event, with a low blood glucose (bg) of 45 mg/dl. The user treated initially with 17 grams of glucose tablets but remained low, then meal announced and ate dinner, followed by additional treatment with nilla wafers. The user's blood glucose (bg) rose to 82 mg/dl and returned to range. Blood glucose (bg) was corrected with glucose tablets and nilla wafers. The reported symptoms by the user during the event included sweating, confusion, and feeling the drop. No outside assistance or medical intervention was required.